Manufacturer narrative:
Findings: unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify battery out of limit due to unresponsive buttons. Unit received with broken reservoir tube lip, minor scratched display window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had battery out limit. Customer's blood glucose was unknown mg/dl. Customer stated that the device alarm after battery change. The customer was unable to clear alarm because buttons are not working. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that esc button are not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.